Event description:
A bipap a40 device was returned to a third-party service center for service. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and ¿ventilator inoperative¿ errors were observed. The printed circuit assembly (pca) required replacement to address the issue. Additionally, the accessory port cover was missing. No evidence of foam particles or foam degradation was identified. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.